Event description:
A loss of therapeutic effect was reported. It was reported that the patient fell in late (B)(6) and has suffered decreased therapy since. It was reported that the patient programmer showed "on ok" for the implantable neuro stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v251538, implanted: (B)(6) 2009. Product type: lead. Product ID: 3389s-40, lot# v984593, implanted: (B)(6)2012, product type: lead. (B)(4).